Event description:
It was reported that the patient was hospitalized on (B)(6) 2026, due to elevated blood glucose levels after an unspecified duration of pod wear on the abdomen. Blood glucose values were reported to have reached approximately 350 mg/dl. Reported symptoms included vomiting. The patient stated that healthcare professionals diagnosed high ketones and trace levels of diabetic ketoacidosis. Treatment during hospitalization included intravenous fluids, with bloodwork also conducted. The patient was discharged the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s901usqs8gza1 hardware: sm-s901u cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.